Manufacturer narrative:
A ge service representative performed an onsite investigation. The fuse protection was set too low and the network connection was checked. An appointment has been agreed to. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that the system displayed a generator error message and the image could not be moved and there was a short circuit in the extension lead. No pt injury was reported.